Event description:
It was reported that the display area appears to be bent and the device may have been dropped. No patient was involved.

Manufacturer narrative:
No additional information was received. A manufacturing (DHR) device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the front panel was bent and the case was damaged. Additionally, the visual inspection determined the rear pole mount was missing.. Functional testing found the device needed components replaced due to the device being dropped. The root cause of the reported issue was found to be the device was damaged due to being dropped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).